Event description:
There were issues with them sticking to the patient and that the generator failed to recognize them we applied. The heart room staff said that they acted finicky and the probe that connects to the generator had broken off.

Manufacturer narrative:
It was reported that there were issues with them sticking to the patient and that the generator failed to recognize them we applied. The heart room staff said that they acted finicky and the probe that connects to the generator had broken off. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.